Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that failed the fluid delivery line inlet pressure test. They replaced the valves and it was still having inlet pressures out of specs. They even used a known good fdl and the specifications were out on that one, they explained that it was a circulation pump issue. They were about 350 hours away from it needing the 2000 hour pm. They stated that would run a calibration and see if it passes, if it doesn't they would do the 2000 hour pm service.

Event description:
It was reported that the arctic sun device that failed the fluid delivery line inlet pressure test. They replaced the valves and it was still having inlet pressures out of specs. They even used a known good fdl and the specs were out on that one, they explained that it was a circulation pump issue. They were about 350 hours away from it needing the 2000 hour pm. They stated that would run a calibration and see if it passes, if it doesn't they would do the 2000 hour pm service. Per follow up information received via phone on 04oct2024, it was reported that the issue was resolved on-site by replacing the valves. Calibration was performed and the device was functioning properly. No patient involvement at the time of malfunction.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty circulation pump. However there was insufficient information to confirm this potential root cause. The instructions-for-use under baw2800120 rev 0, baw2800172 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that failed the fluid delivery line inlet pressure test. They replaced the valves and it was still having inlet pressures out of specs. They even used a known good fdl and the specs were out on that one, they explained that it was a circulation pump issue. They were about 350 hours away from it needing the 2000 hour pm. They stated that would run a calibration and see if it passes, if it doesn't, they would do the 2000 hour pm service.

Manufacturer narrative:
No device was returned. The reported issue was confirmed. The root cause was isolated to faulty fdl valves. It was noted that the arctic sun device that failed the fluid delivery line inlet pressure test. They replaced the valves and it was still having inlet pressures out of specs. They even used a known good fdl and the specs were out on that one, they explained that it was a circulation pump issue. They were about 350 hours away from it needing the 2000 hour pm. The biomed replaced the valves. Calibration was performed and the device was functioning properly. IFU was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that failed the fluid delivery line inlet pressure test. They replaced the valves and it was still having inlet pressures out of specs. They even used a known good fdl and the specs were out on that one, they explained that it was a circulation pump issue. They were about 350 hours away from it needing the 2000 hour pm. They stated that would run a calibration and see if it passes, if it doesn't they would do the 2000 hour pm service. Per follow up information received via phone on 04oct2024, it was reported that the issue was resolved on-site by replacing the valves. Calibration was performed and the device was functioning properly. No patient involvement at the time of malfunction.